Event description:
It was reported that patient presented for routine generator change procedure. Prior to procedure, it was noted that patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing. The ICD was explanted and replaced. The patient status was unknown.